Event description:
Kimberly-clark received a report stating the endotracheal tube adapter disconnected from the patient's endotracheal tube. The clinicians tried to use the ventilator machine's extension handle to support the tubes weight, but that was unsuccessful. The patient was being weaned off the ventilator and the clinicians were monitoring the patient. They did not want to extubate the patient. The clinicians were performing breathing trials on the patient. A nurse was assigned to monitor the patient and come in the room to reconnect the adapter each time the ventilator alarmed when the adapter disconnected. There was no patient injury. The patient was intubated for approximately two days before the failure occurred. The patient was eventually discharged.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). Device not returned by customer.